Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded intraocular lens(iol) had gone into the eye and been cut out due to a tear in the posterior capsule. It was destroyed and not available for return. Additional information suggests that it be replaced with another company's iol. No injury or medical intervention is required. The patient's status is good. The event did not happen due to the j&j device. This occurred due to the anatomy of the patient. No further information was provided.